Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a cause for the reported clip opening while locked could not be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtr clip was inserted and successfully deployed, reducing mr to trace. However, shortly after deployment, it was observed on fluoroscopy that the clip arms had opened to roughly 50-60 degrees, causing mr to increase to a grade of 2. To treat the recurrent mr, an additional clip was successfully implanted, reducing mr to a grade of <1. There was no clinically significant delay during the procedure. No additional information was provided.